Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following it was reported by customer that they were rounding on our imcu unit about an hour ago and a nurse stated that she primed a new set of primary tubing, went to put the blue clip into the pump and the tubing came out of the blue slide clamp completely.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing came out completely and returned one sample under associated pr (B)(4). There is no sample for this investigation. The investigation for the associated pr read: 'returned material 2420-0007, lot 25105051. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found.' A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. There is no root cause determined for this complaint without a replicated failure. Please refer to the closure letter of pr 13814089 for more information.